Event description:
Clamps were implanted into patient and approximately after seven days one clamp broke causing the other clamps to shear. They had to re-open and remove the broken clamps (ff100t and ff101t), and replace with new clamps.